Manufacturer narrative:
(B)(4): results - (myocardial infarction).

Event description:
During index procedure two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted. One endeavor sprint rx was implanted to the mid rca and one endeavor sprint rx was implanted to the first diagonal branch. On the same day as index procedure a myocardial infarction (mi) occurred. The mi was not related to the target vessel. The investigator indicated that the reported event was probably related to the study device/procedure. (Ref MFR #9612164201100634).